Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. Subsequent review of the episode details and electrogram (egm) showed the patient's intrinsic rate increased and was detected as a ventricular tachycardia (vt) at 216 beats per minute (bpm). The device delivered four bursts of anti-tachycardia pacing (atp), followed by five shocks, which exhausted the available therapies for that episode. There was evidence of noise on the shock channel for part of the episode. Previous reports indicated that the device was programmed to monitor only about two weeks after this episode due to a fractured rv lead from another manufacturer. The available information indicates the device remains implanted for bradycardia therapy.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, (B)(4) investigation is complete. This investigation will be updated should additional information be provided.